Manufacturer narrative:
The problem was due to the broken rack unit. After the replacement of this unit, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has the following problem: "laser appeared to lose power shortly after completing the start up sequence and would not power on. No energy to the power supply. Laser was not used for treatment."